Manufacturer narrative:
Qn# (B)(4). Visual inspection was performed on the returned actual complaint sample. No other abnormality found for sample. No rough surface observes on the tube. Furthermore, shore hardness of the raw tube material of customer complaint lot were reviewed, and the results were meeting the specification. Based on the verification on shore hardness of raw material, the defect mode on rigid tube was not confirm. The results were meeting specification. The shore hardness test was conducted at in-coming quality and the result is meeting the specification. There was no abnormality found on the received sample. The device history record for lot number was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on the investigation conducted, the complaint on stiff/rigid tube could not be verified as manufacturing related caused. The shore hardness test was conducted at incoming quality and the result is meeting the specification. There was no abnormality found on the received sample. This will be monitored for any developing trends.

Event description:
It was reported that "those new rush tubes are more rigid causing hemorrhagic lesions of the sinuses. Because they are rigid/stiff they are more difficult to manipulate making the insertion more difficult". Additional information received states that "we left inserted the device because we assess the risk between the beneficial effect and the risk. We observed that there are more resistance on the mucous membranes during insertion. We can observe blood at the bottom of the glottis". No medical intervention required. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "those new rush tubes are more rigid causing hemorrhagic lesions of the sinuses. Because they are rigid/stiff they are more difficult to manipulate making the insertion more difficult". Additional information received states that "we left inserted the device because we assess the risk between the beneficial effect and the risk. We observed that there are more resistance on the mucous membranes during insertion. We can observe blood at the bottom of the glottis". No medical intervention required. The patient status is reported as "fine".